Event description:
The customer reported that the system had a precharge voltage error and shut down. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The batteries were charged during the service call. The system was tested and found to be working as intended and put back into service.